Event description:
Procedure: hysterectomy. According to the reporter: the instrument grasp was broken. The shaft was broken, and some parts fell into the patient cavity. All pieces were retrieved from the patient cavity, and operating room time was extended 10 minutes.

Manufacturer narrative:
(B) (4).